Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the use of the liberty cycler set and the patient¿s reaction (characterized by itching, drop in blood pressure, shortness of breath and feeling of the throat swelling) with subsequent hospitalization. The patient had been experiencing sporadic reactions for multiple treatments but did not encounter the issues once they changed to baxter products. Although rare, hypersensitivity or anaphylactoid reactions are known to occur during dialysis. The physician suspects that the ethylene oxide used in the sterilization procedure is the cause of the patient¿s reaction. There is no evidence of a liberty cycler set product deficiency or malfunction. Additionally, although the patient experienced an adverse reaction during treatment, there is no allegation of a product malfunction or deficiency related to this event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a patient had an allergic reaction to either their cassette or their delflex. The patient was hospitalized in response. Additional information was obtained through follow-up with the pdrn. The patient was in the peritoneal dialysis (pd) clinic on (B)(6) 2019 due to having experienced allergic reactions during pd treatments. The patient¿s reactions were sporadic but worsening during the prior week. While at the clinic the patient was observed during a pd treatment on the liberty select cycler with liberty cycler set and 2.5% delflex solution. During a fill (cycle number unknown) the patient reported itching, their throat feeling like it was swelling, drop in blood pressure (value unknown) and shortness of breath. The clinic called 911 and the patient was transported to the local hospital via emergency medical services (ems). The hospital physician determined the patient was experiencing a reaction to the dialysis treatment and was administered 50mg of benadryl. The patient was admitted to the hospital. During the hospitalization the nephrologist suspected the patient was allergic to the ethylene oxide in the pd tubing. The patient had already tried using continuous ambulatory peritoneal dialysis (capd) to see if the reactions occurred; however, the patient had the same outcome with a reaction. The pdrn stated the delflex solution was not suspected by the hospital nephrologist. During the hospitalization (unknown date), the nephrologist ordered that baxter capd products be used for treatment. The patient was initiated on the baxter products and epinephrine was in the room as a precaution in case of an allergic reaction. The patient did not experience the allergic reaction with the baxter products. The patient is now utilizing capd for treatment and using the baxter products. The patient was discharged (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for evaluation. The sample was visually inspected and was found to be acceptable. In addition, a functional test was performed with the cycler machine and no issues were detected. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The product sample performed as designed and an associated cause could not be determined.